Manufacturer narrative:
The unintended stimulation/new pain questionnaire was completed by quality with limited information. Potential causes of wound pain are infection, irritation, wound not healing, migration, erosion, interference from a non-curonix device, and patient contraindicating conditions. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected s no problem/fault found. CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported wound pain and allergies to plaster. No additional information was provided.